Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported an incomplete flap in a patient's right eye during lasik flap procedure. Scissors were used to manipulate near the hinge, slightly temporal, and flap lift was completed.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Log file review for the date of treatment shows no abnormalities that could have contributed to reported event. The energy values show no abnormalities or deviations and were stable during the complete day. All laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).